Event description:
It was reported that prior to a unknown procedure, foreign material was found in the package. Upon unpacking the device, it was noted that a long hair was contained within the package of the impulse diagnostic catheter. There was no patient contact with the device. The procedure was completed with another of the same device.